Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type: catheter. (B)(4).

Event description:
Information was reported by a healthcare professional (hcp) regarding an unknown patient receiving an unknown drug via an implantable pump. The indication for use was unknown. On 2015-11-11 the hcp reported that the patient was uncomfortable after surgery; it was a sudden change in symptoms. In the week prior the report the hcp reported that there was a "problem" with a pump last week. It was reported that the patient came out of surgery and was uncomfortable and needed their pump turned back on. The "problem" was that they didn't know how or who to contact regarding turning the pump back on post-op as the pump was turned off prior to surgery. It was noted that the hcp did not have any specifics regarding the patient because they had heard about the situation second hand; further follow up could not be done because no patient information was known.